Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Event description:
The customer reported a ventilator experienced a watchdog test failure. The reported issue identified during therapy set up. There was no reported patient incident. There was no patient or user harm. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that the facility is analyzing the decision to repair or retire the unit. No parts have been ordered at this time.